Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping) could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa and difficult to open or close (clip jumping). There is no indication of a product issue with respect to manufacture, design or labeling. H6 - code 2921 added.

Event description:
Subsequent to the previously filed report, additional information was received: during establishment of final arm angle (efaa), the clip jumped open from closed to 30% open.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.na.

Event description:
This is filed to report the clip opening during establishment of final arm angle. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. An xtw clip was advanced in the patient and placed centrally on the valve. During establishment of final arm angle (efaa), the clip opened from closed to 30% open. Troubleshooting was attempted, but the issue persisted. The clip was removed from the patient and a replacement clip was used to complete the procedure, resulting in mr grade 1. There were no adverse patient consequences due to the issue, and no clinically significant delay. No additional information was provided.